Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d4 lot and UDI number, g2. A cath lab team member, reported an auto-fill failure alarm on a fo balloon catheter after insertion. He attempted troubleshooting by switching to another cardiosave pump, changing helium tanks on both pumps, and replacing the balloon catheter. He confirmed that the helium tubing was clear of blood, discoloration, or debris, that all connections were secure, and that there were no kinks or restrictions in the tubing or catheter. He also verified that the helium tank was fully open and the iabp monitor displayed a full tank. Vivian, another cath lab rn, then switched to a third cardiosave pump, which resolved the alarm. She confirmed that all waveforms and blood pressure indices were appropriate. She also noted that the first two pumps had shown a low helium tank status when initially powered on. No patient harm or injury occurred. Product surveillance was collected on the first two pumps and the second balloon catheter, while the first catheter¿s information was unavailable. (B)(4) was advised to tag the two pumps with ¿auto-fill failure¿ and send them to biomed, and leadership was notified. Based on the event description, the root cause of the incident was a malfunction in the first two cardiosave pumps, specifically in their helium detection or auto-fill system, which falsely indicated low helium levels despite full tanks. This equipment issue triggered the auto-fill failure alarm, and switching to a third pump confirmed that the catheter and helium supply were not responsible. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported by customer that during use the sensation plus 40cc intra-aortic balloon (iab) had an auto-fill failure alarm on a fo balloon catheter post-insertion . No harm reported.

Manufacturer narrative:
Updated fields - b4, e1(event site postal code), g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11.

Event description:
N/a.

Event description:
It was reported by customer that during use the sensation plus 40cc intra-aortic balloon (iab) had an auto-fill failure alarm on a fo balloon catheter post-insertion . No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.